Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that post a recent implantable cardioverter defibrillator (ICD) change-out procedure their surgical wound is not healing. Patient added their oncologist had prescribed antibiotics for an infection of the wound/implant site. The device remains in use. No further patient complications have been reported as a result of this event.